Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The single use loading unit (sulu) did not staple and the knife cut into unstapled tissue. There was a hole in the stomach that had to be sutured. The sulu did not stapling the first part but only the last part. The procedure time was only delayed by twenty five minutes. The last known status of the patient is the patient felt good.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted the reload was fully fired. Microscopic inspection noted that staple strikes were visible. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. Based on the evidence available, the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.